Event description:
Based on the report, received via mail in 2008, at hospital, the PICC line broke due to nurse placing steri-strips over the area of the break and while informed and trained not to, the steri-strips were still placed anyway. No add'l info has been made available.

Manufacturer narrative:
The 1.9 fr catheter is a silicone catheter and the IFU states "silicone catheters are fragile and must be handled with care. Dress and anchor the catheter to the pt using MFR's guideline." The product IFU gives clear directions concerning catheter securement; it states "caution: never place tape over the catheter tubing. This will compromise the strength and integrity of the tubing." The user apparently did not follow the IFU instructions. Add'l info has been requested concerning the pt and the details of the report. The used sample was sent for sterilization and cannot be located.